Manufacturer narrative:
Concomitant products: 4298 lead, implanted (B)(6) 2016.

Event description:
It was reported that the patient received an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) which was preceded by an atrial flutter with 2:1 conduction and subsequent 1:1 conduction. No action was taken and the device remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was reportedly dizzy after the shock.